Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the customer got failed battery test alarm. Customer¿s blood glucose level was 225 mg/dl at the time of the incident. Troubleshooting was assisted for the failed battery test alarm. Pump tests each new battery when inserted. A battery may fail test if it has potential to cause pump to lose power without warning. Contacts are not missing or damaged. Neither compartment nor spring are damaged or corroded. Customer declined to continue troubleshooting said she needed to go to work. Customer advised to replace battery cap and to put in new battery cap and to monitor and report any additional issues. The insulin pump will not be returned for analysis.